Event description:
Pt tested prior to implant removal and found to have developed severe hypersensitivity to nickel and chromium, causing severe pain. Bilateal christense devices were explanted on 10/13/98.